Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer mother that the customer had a high blood glucose level. The customer's blood glucose level was 424 mg/dl. Mother declined the troubleshooting for the high blood glucose. No further information was provided.